Event description:
The distributor contacted animas on (B)(6) 2014 alleging there were parts of text missing from the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.